Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault. The transducers on the main printed circuit board were tested and the exhalation pressure transducer failed the calibration. There was no patient involvement at the time of the incident.